Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary tower doors had continued to fail, with the latches producing a double click. A field service engineer had unlocked the auxiliary tower, removed the latch column, and disconnected the harness connections. The micro switch contacts were cleaned, the harness connections were tightened, and the harnesses were reconnected to the micro switches. The latch column was then reinserted, and the cabinet was locked. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the auxiliary tower doors continued to fail, with the latches producing a double click. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported based on this event.